Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "no helium tank pressure reading" is not confirmed. Although, the root cause of the reported complaint is undetermined the helium regulator assembly passed functional testing. The complaint will be monitored for developing trends. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required. Other remarks: user facility report #: (B)(4).

Event description:
It was reported via field service report (B)(4). The staff changed helium tank twice on the pump while on a patient and reported that the pump did not recognize the new tanks. The pump was sent to biomed and the helium regulator was found giving intermittent readings. As a result, the helium regulator was replaced. Additional information obtained via a user facility report: the intra-aortic balloon pump was exchanged by the physician assistant. No patient harm, as reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report l7600055. The staff changed helium tank twice on the pump while on a patient and reported that the pump did not recognize the new tanks. The pump was sent to biomed and the helium regulator was found giving intermittent readings. As a result, the helium regulator was replaced.